Event description:
It was reported that pump screen had cracks that made display difficult to read. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.